Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the right ventricular lead displayed sensing artifacts. The lead was capped and replaced and the patient was stable.